Manufacturer narrative:
H10: additional information in d4, d10 and h4 results of investigation: the device, used in treatment, were returned for evaluation. A visual inspection was conducted and confirms the tip of the device broke off. The broken piece was not returned. This device shows signs of significant wear/use. The device was manufactured in 2007. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during a thr the top of the reamer shaft broke outside of the patient while in use half way through reaming acetabulum. No injuries or surgical delays reported. An s+n backup device was available.